Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session. They were also interested in the renewal process, prompting technical support to assist with that by confirming necessary information and coordinating with the renewals team.